Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 317 mg/dl. Insulin injections were administered to address bg. Pump system check with tandem technical support (cts) was performed and air bubbles were observed in the tubing. Cts informed contact on how to prime air out of the tubing. Contact required not further assistance.